Event description:
On march 4, 1998, a diagnostic colonoscopy was performed on the pt due to abdominal pain. Pt injury occurred when the physician perforated the sigmoid colon during the procedure. The procedure was not completed and abdominal surgery was required to repair the perforation. The pt was required to remain hospitalized for a total of 9 days and is reportedly doing fine, with no add'l complications. The physician claimed the perforation occurred due to a problem with the brightness of the scope, and alleged that the image was too bright.